Event description:
It was reported that cardiac perforation, very low pacing impedance and non capture was observed on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.